Event description:
It was reported that (1) device was used during a total abdominal hysterectomy. It was reported by the rep that the surgeon used the pmw35 skin stapler and said it would stick and not release properly. Another pmw35 instrument was used to complete the case. There was no consequence ot the pt.